Manufacturer narrative:
Quality controls were acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. The field service engineer observed crystallization on top of the cuvettes. Mechanism checks were performed and the cell rinse was overflowing. Valves and nozzles were cleaned. A vacuum pump filter was replaced and a gear pump adjustment was performed. The probe wash station volume, cuvette rinse volume, blank cell volume, and system wash reagent volumes were adjusted. Additional mechanism checks were performed and rinse levels were within specifications. No overflow was observed. Precision studies were performed and recovered within guidelines. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with calcium gen.2 on a cobas c 503 analytical unit. The customer repeated the samples due to a critical value flag. The repeat values were deemed correct. The first sample initially resulted in a calcium value of 5.2 mg/dl and it repeated as 7.57 mg/dl. No questionable results were reported outside of the laboratory for this sample. The second sample initially resulted in a calcium value of 6.43 mg/dl and it repeated as 8.70 mg/dl. A corrected report was issued for this sample.